Event description:
Pt underwent cataract extraction of left eye with small incision phaco emulsification technique and iol insertion. Pt had a small pupil and a hard nucleus. Surgical wound closed and 7-0 stitch used. Pt seen on 8/29/95, 9/6/95 for post-op visits. On 9/20/95 md noticed a foreign body embedded in iris at 8 o'clock. Md had not previously noticed this foreign body.